Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5, b7 corrected: g1 h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The x-ray investigation revealed that the cancellousscr ø4 full-thr l45 sst was broken from the shaft of the screw. Additionally the broken fragment can be observed embedded in the patient bone. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the cancellousscr ø4 full-thr l45 sst would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a manufacturing record evaluation was performed for the finished device product code: 206.045 lot number: 42p9675 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 14 feb 2020 manufacturing site: jabil grenchen if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received: after contacting the hospital, the patient underwent iliac fracture, open reduction and internal fixation of pelvic fracture, pubic fracture, open reduction and internal fixation of acetabular fracture due to pelvic fracture, parapharyngeal space infection, hypertension, pharyngeal mass and postmenopausal osteoporosis on (B)(6) 2024. The plate and screw were placed for pelvic internal fixation during surgery. About 11 months after surgery, a screw was found to be broken. The second surgery was performed to remove the internal fixation (the broken screw was retained due to difficulty in removal). The patient was in stable condition after the operation and was discharged smoothly.

Event description:
A year prior, the patient underwent iliac bone fracture + pelvic fracture open reduction and internal fixation surgery + pubic bone fracture + acetabular fracture open reduction and internal fixation surgery due to pelvic fracture and other conditions, and the surgery was successfully completed. More than a month ago, the patient came to the hospital for treatment. The x-ray examination in the outpatient department showed that there were changes after pelvic fracture internal fixation surgery, and the fracture line disappeared. After reviewing the x-ray, the doctor found that a CT scan showed a broken screw and immediately performed pelvic internal fixation device removal surgery. The broken screw cannot be removed and can only be retained inside the body. Procedure was completed successfully. The patient was in stable condition .

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.